Manufacturer narrative:
Approximately 15 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. Large amounts of proteinaceous debris were noted on the exterior and interior of the catheter. See scanned page. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during surgery, the saline solution would not circulate through the ventricular catheter. According to the report, it was suspected that the device was occluded and a replacement device was used to complete the surgery. Reportedly, there was no injury to the patient.